Manufacturer narrative:
The event of overheating was confirmed by the technician through functional evaluation, disassembly and visual inspection. The motor windings were damaged and caused the device to overheat and use batteries beyond specification. The affected components were replaced and the driver returned to the account after it passed all final inspection activities.

Event description:
It was reported that the drill is getting hot at the user facility. Customer was not aware of any procedure involved with this event. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.